Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the ipg had depleted and the charger was unable to recharge the device. The programmer was unable to locate the ipg. The pt was sent a new charger to help resolve the issue. The pt called her doctor's office and reported that she flipped her ipg back over and was able to charge.